Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During t2 recon nail surgery, the surgeon used the k-wire inserter for the k-wire inserting. When the surgeon assembled the k-wire inserter and the cordless driver 4200, and the k-wire was rotated, the k-wire did decentering rotation. Therefore, the surgeon requested the investigation of the k-wire inserter.